Event description:
It was reported that symptomatic patient presented in the clinic and the device exhibited post sensed premature ventricular contraction undersensing on the ventricular lead. Reprogramming was recommended. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.